Event description:
The reporter stated that the surgeon was using a competitor's lens in the msi injector and the trailing haptic/plate tore while coming out of the injector. No patient injury reported.